Event description:
It was reported that the xenon light source exhibited a b30 error on the screen (scope communication error). It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated fields: h3, h6 and h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the reported error code was due to worn contact pins. However, the specific cause of the reported error code b30 could not be established at this time. Olympus will continue to monitor field performance for this device.